Event description:
It was reported that upon this patient's cardiac resynchronization therapy defibrillator explant procedure, it was switched into electrocautery mode, however, pacing inhibition was noted during the burst of electrocautery. The device was reprogrammed to another setting and the issue remained. Technical services (ts) review this case and stated that this behavior would only be expected if the command was not received by the device or if changes not applied. Electrocautery mode screen was confirmed. Ts asked if could send screenshot of the screen, but this was unavailable. The caller sales representative indicated the plan was to connect a backup pacing support. Further information was received, the patient suffered more than 2 seconds of asystole due to this issue. The backup pacing support work adequately and the procedure was carried on successfully. No adverse patient effects were reported.

Event description:
It was reported that upon this patient's cardiac resynchronization therapy defibrillator explant procedure, it was switched into electrocautery mode, however, pacing inhibition was noted during the burst of electrocautery. The device was reprogrammed to another setting and the issue remained. Technical services (ts) review this case and stated that this behavior would only be expected if the command was not received by the device or if changes not applied. Electrocautery mode screen was confirmed. Ts asked if could send screenshot of the screen, but this was unavailable. The caller sales representative indicated the plan was to connect a backup pacing support. Further information was received, the patient suffered more than 2 seconds of asystole due to this issue. The backup pacing support work adequately and the procedure was carried on successfully. This device was eventually returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this cardiac resynchronization therapy defibrillator was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable. The brady pacing not delivered when required allegation was not confirmed.